Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, no audio, which was reproduced and confirmed during evaluation. Evaluation experienced the no audio condition on all volume/tone settings and found that the speaker impedance was out of specification. The rear case, including the failed speaker, was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly had no audio output. It was also reported there was no patient involvement.